Manufacturer narrative:
The biomedical engineer at the customer site detected and verified a leak originating from the pressure switch in the pneumatics compartment by taking off the cover and sensing the airflow. Technical support advised the switch pressure / electrical panel mounting required replacement to resolve the reported issue. A replacement order was placed.

Event description:
It was reported that before use, the device was experiencing o2 leakage failure and the locking tab on power knob is non-functional. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.